Event description:
It was reported that the patient lost hearing due to meningitis 2008 and was bilaterally implanted, receiving benefit from both devices. Since 2013, a decrease in performance has been reported on the right ear.

Manufacturer narrative:
Conclusion: based on the received information and impedance measurements, a damage to the active electrode is suspected i.e. Fatigue wire breakages due to minute device mobility. According to the latest information received, the device will not be made available for investigation as the patient is keeping it. This is a final report.

Event description:
The patient lost hearing due to meningitis in 2008 and was bilaterally implanted, receiving benefit from both devices. Since 2013, a decrease in performance has been reported on the right ear. Imaging will be performed by the clinic to determine the presence of cochlear ossification. Patient is to have an equilibrium test in (B)(6) 2015. No further appointment have been scheduled, e.g. For imaging. The patient has been reimplanted. However the device will not be made available for investigation as the patient is keeping it.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. The other damages found during the device investigation are contributable to explantation surgery. This is a final report.

Event description:
The patient lost hearing due to meningitis in 2008 and was bilaterally implanted, receiving benefit from both devices. Since 2013, a decrease in performance has been reported on the right ear. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information and impedance measurements, a damage to the active electrode is suspected i.e. Fatigue wire breakages due to minute device mobility. A further investigation will be performed if any additional relevant information is made available.

Event description:
The patient lost hearing due to meningitis in 2008 and was bilaterally implanted, receiving benefit from both devices. Since 2013, a decrease in performance has been reported on the right ear. Imaging will be performed by the clinic to determine the presence of cochlear ossification. Patient is to have an equilibrium test in (B)(6) 2015. No further appointment have been scheduled, e.g. For imaging. Information received on october 26, 2015, the patient is to be re-implanted, however, a date has not been scheduled yet.